Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: device was locked out on the back table. The scrub tech claimed that she did try the knife reverse button, but it did not work, so the device was set aside and a second device was opened. The manual override was never attempted so the jaws remained closed.

Event description:
It was reported that during a lung lobectomy procedure, the device fired properly on the first two firings. Once handed off to the scrub tech for a third load the devices jaws were closed and unable to be opened. Another like device was used and the final vascular firing was completed to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n54154. The analysis found that one pve35a device was returned in good visual condition and with one cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.